Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation.¿

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. It was noted that there were significant events of low pulsatility in which patient remained supported due to impella flows sustaining 3.5 l. Decision was made to put impella to p-7 post procedure. Additionally, the patient developed a quick non-pulse in left limb. No pulses were found in distal limb. The cp was successfully explanted and put on intra-aortic balloon pump. There were no pulses in foot after removal. The procedural outcome was the patient survived surgery.